Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During an in-clinic follow-up, noise was observed on the device due to device migration. Surgical intervention is anticipated in order to revise the device location. The patient was stable with no adverse consequences.